Event description:
Customer reports a cartridge was stuck in the instrument. The customer used a flat head screw driver and a pair of tweezers to remove the cartridge. The customer, in an attempt to remove the stuck hgba1c cartridge, broke the plastic tab off and cut her finger. The cartridge and the instrument are being sent back to siemens healthcare for further evaluation. The customer sought medical attention from the doctor in the facility who, was able to clean the cut and bandage the wound. It was further reported that the cut was not severe.

Manufacturer narrative:
The cartridge and the instrument are being sent back to siemens healthcare for further evaluation. Results: the cartridge was stuck in the cartridge compartment and the tab was broken. Conclusion: the customer, when trying to remove the stuck hgba1c cartridge from the unit, broke the plastic tab off and cut her finger. This event is being reported because it occurred in a potentially biohazardous environment.